Event description:
A customer reported losing phaco power during a procedure. The case was completed. There was no pt harm reported. Additional info has been requested but none has been received.

Manufacturer narrative:
The company representative examined the system and replaced the u/s controller printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of 04/11/2013 did not reveal any nonconformity related to low phaco; the event lot showed no abnormal activity. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).